Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of pull wire break. Block h10: photos of the complaint device confirm the pull wire is broken. Visual analysis of the complaint device found the basket was in a retracted position when received. The sheath was found to be kinked. The threaded cap at the proximal end was removed, and the handle cannula marks were found visible in the handle locator block which indicates proper placement of the cannula. However, the pull wire was found broken outside the handle which confirms the reported event. Functional analysis is unable to be performed due to the condition of the returned device. Based on all available information, handling and manipulation of the device during its use can lead to the sheath kinking. This condition can cause the pull wire to break due to the friction between components. Once the sheath has been damaged, the functionality of the device will be directly affected. When the handle is actuated, it then can lead to the pull wire being broken or detached. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an escape basket was used in the ureter during a laser flexible ureterolithotripsy procedure performed on (B)(6) 2020. According to the complainant, after lithotripsy, an escape basket was used to remove stone fragments. However, in between removal, the basket failed to open. The handle was inspected and found the pull wire was broken. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an escape basket was used in the ureter during a laser flexible ureterolithotripsy procedure performed on (B)(6) 2020. According to the complainant, after lithotripsy, an escape basket was used to remove stone fragments. However, in between removal, the basket failed to open. The handle was inspected and found the pull wire was broken. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.